Manufacturer narrative:
(B)(4).

Event description:
The customer noticed "moving average" alarms on the analyzer and found erroneous ise indirect na, k, ci for gen.2 results had been received for one patient sample. The original results were sodium 4 mmol/l and chloride 3 mmol/l. The repeat results were sodium 138 mmol/l and chloride 101 mmol/l. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The patient was treated for dehydration based on the repeat result and was discharged from the ER. All other tests for the sample repeated acceptably. The results for all other samples were okay. The electrode lot numbers and expiration dates were requested but were not provided. The customer declined a service visit. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The data that were provided do not indicate an analyzer malfunction. Possible root causes included an issue with the sample integrity, pipetting, or improper sample volume/preparation.